Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This investigation will be updated should further information become available.

Event description:
It was reported that during a routine device change out procedure, this right ventricular (rv) lead insulation was damaged. This patient then went into cardiac arrest. Subsequently, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.